Manufacturer narrative:
Insulin pump was recieved with blank display due to moisture damage at electronic and motor assembly. Unable to verify no button response due to blank display. Insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and missing display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the he insulin pump kept alarming, the buttons would not respond, and the display was gray after the customer went swimming with it. Blood glucose at the time of the incident is unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.